Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# la5983, implanted: (B)(6) 2002, product type; lead. (B)(4).

Event description:
The manufacturer representative reported a shocking sensation. The patient was experiencing a zapping sensation in their legs. Impedances were checked, and were all fine. Impedances on the low side were reported as 850 ohms, and on the high side, 2,000 /2300, and did not indicate a problem. It was noted that the reference electrodes were changed when reporting the high and low impedance values. Therapy impedances were 796 ohms for a1, and for a2, were 665 ohms. The patient was experiencing symptoms / zapping sensation when stimulation was turned on or off. Stimulation would fade in and out. The patient had to increase the amplitude to 7.3 volts to feel stimulation. There was no report of a fall or trauma that may be related. Therapy change did not related to positional movement; the patient felt fading and zapping regardless of position. Battery longevity was taken with the parameters being the same for both groups, 3.5 volts, 450 pulse width, 90 hertz, at eight hours per day usage resulted in 32 months. The battery voltage was 2.8, and it was reviewed that the early replacement indicator (eri) occurs at 2.6 volts. It was unknown if this was a sudden or gradual change. Additionally, it was noted that the patient had reprogramming done in (B)(6), 2015. Follow-up was performed to determine, outcome, and what steps were taken to resolve the zapping and fading issues. This event will be updated if additional information is received. A manufacturer representative reported knowing of the patient, but noted not having seen the patient in the last few months, stating that the last time the patient had been seen was (B)(6), 2015. The patient had been seen by the physician prior to that appointment for reprogramming but was not happy with those settings and requested a manufacturer representative do reprograming. The patient had not mentioned any symptoms, device issues, zapping or fading of stimulation at that time. Another manufacturer representative later reported that the physician had requested an x-ray. The physician wanted to replace the battery noting that it seemed like it was dying. The root cause of the zapping in the leg had not been determined and the patient claimed it was occurring when stimulation was on and off.

Event description:
Additional information received from the manufacturer's representative (rep) reported x-rays were taken and the doctor thought everything looked good.